Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5554-53, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a routine device check, the ventricular lead exhibited a large decrease in impedance. In addition, a number of ventricular high rate episodes were detected, which are thought to be the cause of noise that was observed. The ventricular lead was reprogrammed to unipolar, however low impedance measurements were still observed once every five minutes. It was decided to cap and replace the ventricular lead. No patient complications have been reported as a result of this event.